Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Event 1: four samples and multiple photos were submitted to the manufacturer for evaluation. Through visual examination of the samples and photos, various dots were observed on the products. All the dots found are embedded in the connector material or tubing and are not visible at 50 cm as required by internal procedure for visual inspection. As per shape and aspect of these dots, they are compatible with burnish material, resulting from the molding and extrusion process. The presence of this embedded material does not jeopardize the functionality of the product, and the defect is classified as aesthetic. Concerning the injection port being reported as cracked or deteriorated; slight variations in color and surface appearance of rubber, as seen in the samples received, are considered normal and do not affect the functionality of the product. Based on the investigation, the samples are within specification; the complaints are considered not confirmed. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 1: additional lot number provided. Corresponds with complaint pir (B)(4). Complaint pir (B)(4) created for the additional lot number. According to the complainant, two (2) brown specks were observed on infusion ports, three (3) brown specks were observed on injection ports, two (2) black specks were observed on injection ports, and one (1) brown speck was observed on insertion port. No patient involvement.